Manufacturer narrative:
This report is associated with (B)(4), biotene original oral rinse (savannah).

Event description:
Colon cancer [colon cancer]. Case description: this case was reported by a consumer and described the occurrence of colon cancer in a (B)(6) female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced colon cancer (serious criteria death and gsk medically significant). On an unknown date, the outcome of the colon cancer was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the colon cancer to be related to biotene original oral rinse (savannah). Additional details, the adverse event information was received on 23 august 2016. Consumer reported adverse event of death unrelated to product for her daughters. Consumer said both her daughters used the biotene oral rinse up until they died. Consumer said her daughters were both (B)(6) at the time they passed away years apart. Consumer said her second daughter, later died of colon cancer. Consumer said through genetic testing, the cancer was not hereditary.